Event description:
The consumer reported that the patients tooth type was a 2 the consumer also reported that the time of loss in relation to implantation was before prosthetic restoration, the consumer also reported that primary stability was achieved, the consumer reported that osseointegration was not achieved. There we're also concerns with mobility & inadequate bone quality/ bone quantity.

Manufacturer narrative:
The consumer reported that the patients tooth type was a 2. The consumer also reported that the time of loss in relation to implantation was before prosthetic restoration, the consumer also reported that primary stability was achieved, the consumer reported that osseointegration was not achieved. There we're also concerns with mobility & inadequate bone quality/ bone quantity.